Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse found that multiple patient side manipulator (psm) errors noted on the pitch. The system was tested and verified as ready for use. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted multi vessel tecab surgical procedure, the robotics coordinator contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) from outside the room to report they are having repeated recoverable errors on universal surgical manipulator 3 (usm). The customer was able to recover, and they were continuing as planned. Log review showed error 23025 and 23009 indicating the patient side manipulator 3 (psm3), axis 2 is having an encoder problem. The procedure was completed as planned with no reported injury.